Event description:
During a follow-up, noise was observed. During an attempt to reposition the lead, the physician observed insulation damaged. The physician replaced the lead. There were no consequences to the patient.

Manufacturer narrative:
The field experience of noise was confirmed. Analysis of the lead revealed an abrasion through the outer insulation exposing the wires, which would have contributed the noise. The lead abrasion is consistent with that produced by friction with the ICD can.